Event description:
The customer returned the gastrointestinal videoscope to the service center for a separate issue. During the device analysis, the technician indicated that two light guide lenses were dirty on the inside. The reason the dirt remained in the device could not be determined. Additionally, there was an e315 error due to liquid immersion. There was no patient involvement.

Manufacturer narrative:
Based on the completed investigation, the identity of the foreign material and the root cause of its retention within the device could not be definitively determined. Additionally, the e315 error was likely associated with liquid immersion; however, the root cause could not be established. Should any additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.